Manufacturer narrative:
This product was reported in error as after further review it was identified there was no serious injury or reportable malfunction associated with the event.

Event description:
When box of cement was opened, the pouch containing the powder had a hole in the package and unable to be used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4), (B)(6), 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: the product and associated packaging was not returned. The complaint indicates that there was a hole in the cement package, however it does not confirm which of the three cement packages (outer pouch, outer non sterile foil pouch, inner sterile pouch) this hole was evident in and without the sample or any photographs, the origin of the hole cannot be confirmed. Without further information, or provision of photographs, further investigation cannot be conducted. Packaging integrity have been pre-empted and subsequent measures have been put in place, as documented in the dfmea. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.